Manufacturer narrative:
Final analysis found that both coils were cut/damaged. No abnormalities were noted aside from physical damage possibly sustained at explant.

Event description:
Information received from the field does not address the patient's clinical status but notes low lead impedance.